Event description:
Caller reported that the pump battery would not charge and received a power source alert. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to plug the wall adapter into an outlet known to work and wait at least 30 minutes for the pump to begin charging. Caller agreed to call back if the issue persists.